Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer for the results of the imaging evaluation. The gore® excluder® aaa endoprosthesis instructions for use state that adverse events that may occur include aneurysm enlargement.

Event description:
On (B)(6) 2009, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported a computed tomography (CT) dated (B)(6) 2014, revealed the original graft had migrated (just the pxt281414/06156353 device) and there was aneurysm sac enlargement. The device has migrated distally into the aneurysm sac. There is no reintervention planned at this time.